Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic cholecystectomy procedure, the obturator trocar broke with a leak or the blade did not activate. There was no injury to the patient. There was no additional or unexpected tissue damage, tissue loss, tissue damage, extension of incision, or extension of scheduled operative time associated with the device issue. No device or device component fell in or was left within the patient.